Event description:
Customer reported that the display on her insulin pump had rainbow colors and the crystals inside the screen was damaged. She also stated, she was not able to read the screen when the rainbow display was present. Customer's blood glucose was unknown. The customer also stated the insulin pump was not dropped or bumped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.